Manufacturer narrative:
On aug 10 2021, additional information was received indicating the baker grade for the left side was grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On sep 8 2021, it was noticed the previous report erroneously omitted the following information: the explantation date for the left side was identified as (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 800cc and experienced bilateral capsular contracture baker grade IV (r) and baker grade unknown (l) and impaired healing on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a mentor gel breast implant ((B)(4)) on the right side on (B)(6) 2020. This report is for the left breast prosthesis.